Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in a left anterior descending artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment and successfully deployed at 11 atmospheres for 20 seconds. The balloon was deflated for 20 seconds, but the physician tried to retract the stent delivery system (sds) back to into the guidewire, it was unsuccessful. After multiple removal attempts which included pulling negative, another guidewire was placed next to the sds which enabled removal of the fully deflated balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd 4.00 x 48mm stent delivery system was returned for analysis. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon was returned in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in a left anterior descending artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment and successfully deployed at 11 atmospheres for 20 seconds. The balloon was deflated for 20 seconds, but the physician tried to retract the stent delivery system (sds) back to into the guidewire, it was unsuccessful. After multiple removal attempts which included pulling negative, another guidewire was placed next to the sds which enabled removal of the fully deflated balloon. No patient complications were reported.